Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part # fgs-1000, synthes lot # 20e015, supplier lot # 20e015, release to warehouse date: 28 sep 2020, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a fibulink deployed. Gold and silver guide tube removed before engaging standard cap. The implant was removed completely. Screwdriver inserted to extract fibulink. No fragments generated. There was a five (5) minutes surgical delay. The procedure successfully completed. Patient outcome is unknown. This report is for one (1) fibulink¿ syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).